Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a minimally invasive chevron and akin osteotomy the tip of the device broke. All parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another driver. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-8741-40s, driver, t10 hexalobe, short, beveled ft, with batch 1392132 was received for investigation and the evaluation revealed that the drive geometry at the distal tip had broken (see evaluation picture 3). No fragments were returned for inspection. The most likely cause for the reported failure can be attributed to the excessive force used to pry and/or leverage the device. Functional test not performed due to the damage to the device.